Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 526 mg/dl, 250 mg/dl and 400 mg/dl at the time of the incident. The customer was treated with manual injection. It was reported that they had changed the infusion sets several times and had rising blood glucose. The customer was advised to call back if had issues. The insulin pump will not be returned for analysis.